Event description:
It was reported via legal documentation that approximately 173 months after a left total knee replacement procedure, the patient has experienced prosthesis wear, swelling, stiffness, pain in left knee, osteolysis in left knee, permanent edema in lower left leg, limited movement of left knee and leg, neuropathy in left/foot and pain, swelling and stiffness in left achilles tendon and foot. No further issues or complications were reported. No additional information is available.